Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 75 year old male was implanted with impella 5.5 for support during posterior fusion laminectomy.impella was introduced through the graft and into the axillary artery. However, the impella buckled on insertion to the axillary artery. All subsequent attempts to advance the pump resulted in cannula buckling in the same location. Due to inability of catheter to advance without buckling the impella 5.5 was aborted.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the deliver issue was determined to be patient condition as the patient had calcification of vessel and resistance at axillary artery preventing successful delivery of impella. The cause of product damage, cannula kink, was most likely patient condition related since patient had calcification of the vessels.